Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. In addition, the customer reported that the cartridge/insulin had been in use for a bit over two days. The customer was educated regarding cartridge/insulin labeling instructions. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.)

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level due to the usb cable issue. A replacement usb cable was sent to the customer. In addition, the customer reported experiencing elevated blood glucose level on (B)(6) 2016 up to 424 (mg/dl). The customer corrected with boluses and manual injections. He cause was unknown but the customer stated that more food had been consumed due to the holiday weekend. The customer thinks this may be a possible cause of the high bg level. System check with tandem technical support indicated the pump was performing as intended.